Manufacturer narrative:
The device was returned to olympus for inspection. Additional information added: b5, h3, h6. Corrected data: d9. The complaint allegation of the pad on the ultrasonic surgical device came off the upper jaw of the instrument was confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after about 30/40 minutes of using the device, the pad came off the upper jaw of the instrument. The issues occurred before the patient was under sedation.

Event description:
It was reported that the pad on the ultrasonic surgical device came off the upper jaw of the instrument. The issue occurred during a therapeutic laparoscopic nephrectomy procedure, which was completed with a similar device and without delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.